Event description:
It was reported that unexpected resets occurred intermittently. It was reported that the customer experienced a blood glucose level of over 600 mg/dl and ¿smacked their head¿. Customer required third party assistance from their sister, who reloaded the cartridge in use, and administered a bolus via the pump and a manual insulin injection to address elevated blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.